Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end. The broken cable segment that contains the crimp was still inside the housing. The broken cable causes the grip to not open and close properly. The wire is dislodged for the broken cable at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's wires popped. Isi followed up with the customer and obtained the following additional information: it was discovered while opening the instrument for the case, one cable was protruding from the tip, but the customer was unsure which one. The instrument was not used during the case and no fragments fell into the patient.